Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis of the lead demonstrated a damaged insulation approx. 34 cm distal to the df4 connector. In that section, the lead body was found squeezed and deformed. The conductor cable to the shock coil was found fractured. These findings can be considered as the root cause for the observed issues mentioned in the complaint description. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular ' first rib entrapment. The deformations of the shock coil occurred most likely due to tensile forces applied during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4)

Event description:
This lead was explanted due to no shock/therapy. There were no adverse patient events reported. Should additional information be received, this file will be updated.